Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was observed to have not delivered pacing for approximately 6 beats. The physician then elected to also replace this rv lead, so it was surgically abandoned. There were no additional adverse patient effects reported.